Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint was confirmed based on the medical records that were provided stating, during the surgery on (B)(6), 2018 only broken half of the ulna stem and poly was removed. The other half of the ulna was left in the radius. Review of the device history records identified no deviations or anomalies. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown which articulation kit was implanted in the patient. It was one of the following lots: ln: 63969923, sterile date: 03/31/2023, MFR date: 04/03/2018, UDI: (B)(4); ln: 64058955, sterile date: 06/30/2023, MFR date: 07/10/2018, UDI: (B)(4). Concomitant medical products: 00840002411, ulnar stem sz4 115mm rt, 63269429. 211266, compr srs anti rot ic seg30mm, 351820. 110029939, compr srs 60mm dst hum bdy rt, 588380. 211269, compr srs small flange, 155830. 211236, compr srs mod stem -8x100mm, 365290. 00111914001, palacos lvg 1x40 single, 87014599. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a revision shoulder arthroplasty for humeral bone loss. The surgeon elected to use the ulnar component and to implant it into the radius. The surgeon was informed this was off-label-use. Subsequently, the patient underwent I&d (irrigation and debridement), arthrotomy, muscle flap, and wound closure procedures approximately 2-3 weeks following a procedure due to wound site complications. Necrosis of the triceps was noted. Patient then underwent an elbow revision procedure approximately 2 weeks later due to continuing wound site complications, ulnar component fracture, and infection. No additional information is available at this time.